Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral device by resmed. The reported system fault 101 was confirmed through review of the device logs. The investigation determined that the system fault was due to a faulty inspiratory flow sensor. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Manufacturer narrative:
The device was returned to the resmed manufacturing facility located in (B)(4) for an extensive engineering investigation. The methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device displayed a system fault (sf 101) indicating that the outlet pressure measurement may be incorrect. There was no patient injury reported as a result of this incident.